Event description:
It was reported to st. Jude medical that during follow-up, diagnostics showed unexpected end of life along with 69 episodes of aborted shocks since the last follow-up on 30 mar 2000. Constant noise was also observed. The decisioin was made to explant the device.